Event description:
Pt presented to surgery (B)(6) 2024 for right popliteal artery balloon angioplasty, right tibioperoneal & posterior tibial balloon angioplasty, retrieval of fractured balloon catheter, bilateral lower extremity angiogram and aortogram. Reported during the procedure, the balloon on one of the angioplasty catheters had burst when pressure was being released. At the time of the balloon burst, the psi was below the rated burst pressure for the balloon (16 was the rated burst pressure and the psi at the time it burst was approx 12-14). When the balloon was removed from the vessel, the staff observed there was a portion of the balloon missing. Upon searching, fractured pieces were collected and reported they were able to remove what they were able to visualize with the majority, if not all of the balloon pieces, found without ability to confirm. Op (operation) report noted, "following balloon angioplasty of the tibioperoneal trunk and peroneal artery on the right side there was minimal flow into the segments and subsequent balloon rupture as noted below with fragmentation of the balloon catheter mandating retrieval. Once the fragments were removed bilateral lower extremity angiography and aortogram was performed to be sure that there was good flow bilaterally and that there was no retained foreign segments of the balloon catheter. As noted below the there was widely patent flow as expected to the level of the chronic popliteal occlusions with good collateral flow to the tibials".